Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that no insulin was seen exiting the tubing during fill tubing. Reportedly, the customer was unsure whether there was insulin in the cartridge to begin with. A new cartridge was successfully loaded to address the event and the malfunction alarm was cleared. There was no impact to blood glucose.